Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that suture break occurred. A 8.3/25 expel¿ drainage catheter with twist-loc¿ hub was used for percutaneous chest drain. When the procedure was almost done, it was noted that the suture snapped. The physician removed the device using a 0.35 non-bsc wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.